Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the residue was not established. The most probable cause of the noisy image was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residues on both sides of the air/water channel and image was noisy. There was no patient involvement.